Manufacturer narrative:
(B)(4). The device has been returned but the investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the catheter balloon would not deflate. The doctor drained the balloon with a needle. There was no patient injury.

Manufacturer narrative:
(B)(4). The DHR was conducted and the batch card(s) for the complaint lot(s) was reviewed all samples passed 100% inspection. Two (2) segments of the actual sample were returned for investigation. Based on the description, it was reported that the balloon of the catheter could not be deflated and attempt to cut the catheter did not result in balloon deflation. Visual examination was conducted on each of the two segments, the total length had been measured and it is 410mm which is still in our specification of 397- 417mm of the catheter length. Next, the funnel segments of catheter was checked for any blockage. Water inserted into inflation funnel came out at the end of cut position which determined no blockage in airline between inflation funnel and end of cut position. A monofilament then was inserted into the lumen airline to tip segment to the first cut positioned of the catheter. It was observed that the monofilament was able to pass through the lumen without any problem. This indicates no blockage other remarks: through the lumen. Further analysis, the catheter had been inflated with 10 ml of color water by using 12ml luer syringe and observed that there is a leakage on the balloon part. This probably was due to an action taken by the user in order to remove the balloon. Next, the balloon was cut in order to check the lumen inside of it. It was observed that no sign of collapsed lumen inside the balloon which can lead to non-deflation and the lumen was normal. Non-deflation could happen due to various reasons such as it was being bent or kink process. Besides that, clamping with hard object, heavy encrustation of salt deposits and the use of inflating fluids such as non-sterile water or saline also may lead to such problem. Thus, it had been stated in IFU (instruction for use) that latex product should be inflated by using the sterile water only and the balloon also should be deflated in a way of gentle aspiration of syringe without any force. Prior to deflation, ensure the foley catheter is positioned well for better balloon deflation. Furthermore, the balloon with low fill volume than the recommended tends to have problem. In a standard practice, an empty syringe without plunger is also recommended to be used to drain off the fluid by gravity and avoid creation of vacuum effect and ease deflation process. Based on the analysis conducted, there was no blockage found on the inflation airline as per color water could pass through the inflation funnel. Since there was no product dis-functionality issue observed based on reported failure, therefore this complaint could not be confirmed.

Event description:
Reported event: the catheter balloon would not deflate. The doctor drained the balloon with a needle. There was no patient injury.